Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level of 425 mg/dl. The customer had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. The customer had issues with the infusion set. The device was not returned.